Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2111038, medical device expiration date: 2026-10-31, device manufacture date: 2021-11-30; medical device lot #: 2112022, medical device expiration date: 2026-11-30, device manufacture date: 2021-12-09; medical device lot #: 2112024, medical device expiration date: 2026-11-30, device manufacture date: 2021-12-09. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd conventional syringe 50ml had a greasy foreign matter in the fluid pathway. The following information was provided by the client: "when opening a new 50ml syringe, I noticed that the plunger contained a bit of a greasy substance, some of it stuck to the inside of the syringe itself."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes. D9: returned to manufacturer on: 15-mar-2022. H6: investigation summary three samples were provided to our quality team for investigation. Through visual inspection, no foreign matter or lubricant was observed within any of the syringes. A device history review was performed for reported lots 2111038, 211202 and 2112024, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Lubricant is employed during the syringe assembly process to lubricate the cylinders in the silicone station. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. Testing was performed on the returned samples, all product met required specification, and no excess silicone was identified in any of the samples. Silicone can be visible due to issues related to poor distribution inside the barrel. As no defect was observed in the returned samples and device records do not indicate any issues occurred during manufacturing, a definitive root cause related to our manufacturing process cannot be identified at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that the bd conventional syringe 50ml had a greasy foreign matter in the fluid pathway. The following information was provided by the client: "when opening a new 50ml syringe, I noticed that the plunger contained a bit of a greasy substance, some of it stuck to the inside of the syringe itself."